Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the syringe control 10ml ll barrel / flange was damaged. The following information was provided by the initial reporter: material#: 309695 batch#: unknown. Verbatim: cath lab did not approve from the cross from part# ccx010 to part# 309695 because ¿the pressure when pushing contrast through was bending the syringe and broke a handle off for the clinical quality¿

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. The appropriate failure mode analysis document was reviewed and the failure mode associated with this defect was confirmed to be appropriately captured.

Event description:
No additional information.